Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation pcb assemblies were evaluated and reseated into the backplane. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to perform road-mapping in a patient care procedure . No patient serious injury or death was reported related to this event.